Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6).

Event description:
A pharmacist reported following an intraocular lens (iol) implant procedure, the patient experienced luminous halos and dry eyes, the lens was explanted. Additional information was requested

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received as patient experienced bilateral visual discomfort with waxy vision.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).